Event description:
It was intended to use a resolute integrity 3.50 x 26 mm rx drug eluting stent to treat a highly calcified, medium tortuous lesion with 90% stenosis in the rca vessel. The device was removed from the packaging and inspected with no issues noted. It is reported that during the first pre-dilatation, the physician could not position the unknown balloon so needed to use a guideliner to get support. Then physician then made several attempts to position the device in the lesion but was unable to do so. During the attempt to retract the stent and delivery system it is reported that the stent came off in the proximal portion of the rca vessel. The physician decided not to remove the dislodged stent through the use of a snare, as it was felt that due to the high degree of calcification in the vessel it would be better to fully appose the stent where it had dislodged. An unknown balloon was used to appose the stent successfully. The dislodged device remains in the patient with no issues. The procedure was completed with the use of 2 more resolute integrity stents. There are no reported patient complications.

Event description:
(B)(6).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dislodgement), patient¿s condition affected effectiveness of device (lesion morphology), no results available since no evaluation was performed (device or procedural images were not returned for review); evaluation, conclusions: inherent risk of procedure (dislodgement), device failure related to patient condition (lesion morphology),unable to confirm complaint (device or procedural images were not returned for review). (B)(4).